Event description:
An olympus representative reported to olympus, on behalf of the customer, when plugged in during pre-use inspection an error code e315 unsupported scope appeared on the evis lucera elite colonovideoscope. Upon inspection and testing of the returned device, an electrical continuity error occurred due to water invasion in the scope connector. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of an electrical continuity error occurring due to water invasion in the scope connector found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. Upon inspection testing of the returned device the user's request was confirmed. It was discovered, when the endoscope was connected and switched on there was no image present and the error code e315 unsupported scope was evident on the screen. It was further observed the electrical continuity error occurs due to water invasion in the scope connector. It was also noted, the light cover glass adhesive was pitted and the device failed the electrical safety test. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that water invaded scope connector and electrical components were broken during user handling of the device. As a result, electrical connection became unstable. The following is included in the instructions for use (IFU): ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.